Manufacturer narrative:
Concomitant medical devices: ddmb1d1, ICD; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on both the rv defibrillation coil and the superior vena cava (svc) defibrillation coil and a lead fracture is suspected. During the lead extraction the physician encountered difficulty when the svc coil started to stretch. The physician was concerned that the right atrial (ra) lead was adhered to the rv lead and was in danger of being damaged. The extraction was abandoned at this point and a new rv lead was implanted and the ra lead remains in use. No patient complications have been reported as a result of this event.